Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod between 36 and 48 hours on the back. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.